Manufacturer narrative:
Onsite investigation was preformed and the issue was replicated be the field representative. It was concluded that the motion controller board was the root cause of the reported event. Replacement of the motion controller board resolved the issue. No further issues were reported. Replaced board was not returned to manufacturer for analysis, therefore, no findings are possible. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that, while in a surgical procedure (type of procedure was not disclosed by the site), the imaging system displayed an error message after they started it and tried to turn it. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
The positioner motion control box was returned to the manufacturer for evaluation. Testing found that the unit could not perform a reset.